Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely wear led to component failure for the chipped adhesive. It is likely fracture led to component failure for the chipped lens. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the light guide lens and the adhesive around the lens was chipped. There was no patient involvement.